Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, evaluation found the connector tip was smashed and the cable was faulty and cut. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely that the distorted image was due to a faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the camera head was distorted. The issue was found when preparing the device for use. There were no reports of patient harm.